Event description:
While the hospital staff was preparing to transfer a patient from a video imaging chair, the back section of the chair broke and the patient fell.

Manufacturer narrative:
A steris service technician inspected the chair, which was manufactured in 1995. Inspection of the chair showed extensive corrosion and that the gas spring connected to the chair back section sheared off at the weld where it attached to the seat assembly. The chair was maintained by hospital's maintenance personnel, who indicated that such equipment is not included on a preventive maintenance plan and that they perform maintenance on an "as needed" basis when a unit breaks. The hospital reported that the patient was not injured from the fall.